Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event on three cables; the plug was broken on two cables and the plug lock was broken off from a third cable. Analysis also found one of these cables with a broken plug also had a negative pin of the plug broken off, the positive pin of the plug was bent over, there was contamination on cable, and the cable was twisted. Analysis could not confirm the reported event on a fourth cable; the plug was not damaged. Analysis of this cable found the plug sleeve was contaminated with adhesive, the cable stress relief was separated from heart lead connector (inner two cables exposed), the inner black wire was exposed and some wire strands were broken (open), and the inner white wire insulation was pinched. If information is provided in the future, a supplemental report will be issued.